Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a pocket infection. No further adverse patient effects were reported.

Manufacturer narrative:
The patient was administered antibiotics. No further information is available. If additional information becomes available, this event will be updated and resubmitted. Further information was later received that the patient had swelling, pain, and redness of the pocked. The device was explanted.